Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21 mm valve, implanted for one (1) year and seven (7) months, was explanted due to aortic valve stenosis, high gradients, patient prosthesis mismatch, and mild pannus. The explanted device was replaced with a 23 mm valve. The patient was transported to the ICU in stable condition. The patient was discharged on pod #9 in stable condition. This patient has chronic debakey type 1 aortic dissection. The patient previously underwent emergency repair of acute type a dissection, and continues to have a chronic dissection with high gradients across her aortic valve due to patient prosthesis mismatch. Intraoperatively, the previous root repair was taken down. The valve had mild pannus. A 23 mm valve was implanted in a bio-composite graft. The patient was transported to the ICU in stable condition. ICU course was remarkable for third degree heart block requiring ppm. The patient was discharged on pod #9 in stable condition.